Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator was programmed via inductive interrogation. The device was then interrogated via radiofrequency but went back into inductive only. The device was not implanted.